Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: flat creases. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no openings were observed on the device or issues related with the complaint. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted and replaced.